Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation, the lead was dislodged. The lead was successfully explanted and replaced on (B)(6) 2019. The patient presented stable after the surgery.